Event description:
It was reported that during a clinical trial drug eluting treatment procedure, balloon withdrawal resistance occurred. The index procedure treated a de novo lesion in the proximal circumflex. The vessel was 3 mm wide, 30 mm long, and 90% stenosed. The vessel had mild calcification and moderate tortuosity. There was a possible thrombus noted. The physician predilated the lesion prior to placing 2 overlapping stents - a 3.0 x 32 taxus liberte stent and a 2.5 x 12 mm taxus liberte stent. Per the physician, there were no problems during prep or inflation. Upon withdrawal of the 3.0 x 32 taxus liberte stent, the physician encountered moderate balloon withdrawal resistance. The balloon was inflated for 20 seconds at 14 atm. There were no symptoms during inflation or withdrawal. The event resolved after vigorous withdrawal of the balloon catheter. The device was intact upon removal, with the balloon deflated. No pt complications occurred. During the procedure, the pt also experienced a type b dissection distal to the target lesion. Post implant stenosis was 0%. The pt was discharged 6 days post index procedure receiving aspirin and plavix. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8723130 found that the device met its material, assembly and product specifications, at the time of release to distribution.